Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted with resetting the pump, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the customer acknowledged.